Manufacturer narrative:
Product complaint : (b)4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was sent to the service center for evaluation. The repair report indicates: short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed. Functional test completed. The short circuit in the cable is the root cause of this complaint. No further information on the cause of the cable damage has been provided. This complaint cannot be confirmed as the reported problem was a damaged connector. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado hand piece with hand control had loose contact.